Event description:
Patient with cancer receiving chemotherapy fluorouracil (5fu), through a gemstar pump in the outpatient setting. Chemotherapy was initiated in the ambulatory treatment center using an (B)(4) extension set connected to gemstar pump and tubing. While in the home setting, patient noted extension set leaking close to the filter; patient then identified that filter completely disconnected from tubing. Chemotherapy exposure occurred with small loss of medication. Tubing removed by rn, physician notified and remainder of chemotherapy was infused.